Manufacturer narrative:
The following devices were also listed in this report: gmrs extension piece 60mm; cat# 6495-6-060; lot# edljd. Gmrs dist fem comp std l 65mm; cat# 6495-2-030; lot# ehek2. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 051349. Mrhk femoral bushing; cat# 6481-2-110; lot# 1201. Mrh axle; cat# 6481-2-120; lot# ldg2s44. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's left knee due to lucency.

Manufacturer narrative:
An event regarding a distal femoral stem and tibial construct loosening involving a gmrs extension piece 100mm was reported. Conclusion: based on the information provided, there is no indication or allegation that the product reported in this event contributed to the event. It is noted that in order to remove the distal femoral stem or tibial construct, the reported extension pieces would have had to be explanted. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon revised patient's left knee due to lucency. Update received from sales rep: everything reported on this patient was removed. The stem on the distal femur was loose and the tibia was loose.